Event description:
It was reported that during a routine device replacement, the physician noticed blood in the proximal portion of the right ventricular (rv) lead due to insulation damage. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).